Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA the patient resides in (B)(6) and the infusion device was purchased in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.